Manufacturer narrative:
Ths customer reported that the unit was unable to fully acquire 12-lead ECG. The unit only displayed lead 2. The unit was evaluated at philips, and the malfunction was confirmed. Replacing the ECG leads trunk cable resolved the issue.

Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The unit only displayed lead 2.